Manufacturer narrative:
No product was returned as no product fault was alleged or observed and no data could be provided confirming the nerve damage. No additional information could be obtained. The root cause is considered user error as the report suggested the tip of the wire entered the intervertebral foramen by accident. No additional investigation required. "Potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include damage to blood vessels, spinal cord or peripheral nerves; loss of sensory and/or motor function." "Intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient."

Event description:
On (B)(6) 2021 a patient underwent a spinal procedure to address degenerative scoliosis. During the procedure while inserting the guide wire into the l4/5 disc, the tip of the wire accidentally entered the intervertebral foramen and damaged the nerve root. It was reported that postoperatively the movement of the patients right thigh was slow, but the patient is currently recovering.